Event description:
It was reported to vyaire medical that the avea ventilator had a failed fio2 (fraction of inspired oxygen) verification. The event happened prior patient use. Thus, there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Section d4 was updated to indicate correct catalog# and model# 17210-00. D4. UDI# - the device has a date of manufacture of 20-jun-06 and was not subject to UDI requirements.